Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is not confirmed. Due to device contamination, only a visual evaluation was performed. The reported issue¿that the screw was broken¿could not be verified. Photographic evidence provided for device ar-4030c-08, batch number 15393269, showed that the threads were damaged or warped, but no fracture of the screw was observed. Based on the available information¿which may include the returned device (if applicable), photographs, videos, event descriptions, and any additional field data¿arthrex determined the most probable cause of the reported issue. The most likely root cause may be attributed to misuse, specifically misaligned insertion, prying, or leveraging of the device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery the screw broke apart during insertion. All fragments were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.